Manufacturer narrative:
The boot which helps prevent moisture and contaminants from entering the device was torn and there was corrosion within the device.

Event description:
The micro sagittal saw was sent in for eval because it was leaking a blood-like substance after sterilization. There was no pt involvement, no adverse event was associated with the device.